Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump,

Event description:
It was reported that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that there was crack in insulin pump over the reservoir compartment. The device will be returned for analysis.